Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the closurefast catheter, the device reached a temperature of 140 degrees instead of the intended 120 degrees. The lumen was flushed prior to use, instructions for use were followed during preparation, procedure, and post-procedure, and a guidewire was used for insertion. The generator was reported to work fine with other closurefast catheters. The procedure was completed by using another catheter, and no additional treatment was required. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
Additional information: the catheter was not in use in the patient when the issue occurred, no visible damage to the coil heating element. Compression was not being applied when the issue occurred. No adjustments were made to the parameters of the generator and no error messages/codes/warnings were displayed on the generator. The device just heated over 120 degrees at the beginning of the procedure. It was not used on the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.